Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an implantable pulse generator (ipg) pocket revision was completed due to the patient experiencing pain from their bra-strap and seat-belt. The device remains in use. No patient complications have been reported as a result of this event.